Manufacturer narrative:
Evaluation: results: severely calcified. Conclusions: severely calcified.

Event description:
A 2.5 mm diameter x 15 mm length sprinter legend dilatation balloon catheter was inserted into a patient for the treatment of a left main lesion. (MFR report# 2953200-2009-00195). The lesion morphology was reported as severely calcified. It was reported that the sprinter legend dilatation balloon catheter was advanced to the intended lesion site for pre-dilatation. It was reported that when the balloon was inflated, it burst. The device was successfully removed. A second sprinter legend 2.0 x 12 (MFR report# 2953200-2009-00196) was inserted to the lesion site and upon inflation, the balloon burst. The device was successfully removed. A third sprinter legend 1.5 x 12 (MFR report# 2953200-2009-00197) was inserted to the lesion site and upon inflation, the balloon burst. It is unk how the case was completed. The device has been discarded. No clinical sequelae were reported, and the patient is fine.